Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify, when the "trigger broke" was the firing knob damaged? If yes, did it break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will the firing knob be returned with the device for analysis? If not, was it disposed of? The device (stapler ntlc75) was split on the trigger when using on the patient but did not leave serious consequences. The solution was to open another device. The device was very contaminated so the surgeon decided to discard it.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the "trigger broke" was the firing knob damaged? If yes, did it break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will the firing knob be returned with the device for analysis? If not, was it disposed of?

Event description:
It was reported that during a colectomy procedure the stapler locks when it is triggered and when trying to unlock it, the trigger has broke. Another device was opened to complete the procedure. There were no patient consequences reported.